Manufacturer narrative:
Correction/removal number: 2531779-03/24/2010-003-r. The pump was returned to animas and evaluated by product analysis on 04/11/2011. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Unrelated to the complaint, evaluation found that the display screen was dim and had a red tint.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.